Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer sent back two representative samples for evaluation. A visual exam was performed on the samples and no defects were observed. The cuff on both of the samples was inflated to 25mbar and remained inflated for 30 minutes. No issues were encountered. The samples were then immersed into water with the cuff inflated. There were no air bubbles observed indicating that there were no leaks. A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There was no evidence of failure on the returned representative samples.

Event description:
Customer complaint alleges "immediately after insertion of the tube it was noted that the cuff was leaky. The patient needs to be re-intubated 4 times. The 4th tube was inserted and used successfully. There was no harm or injury to the patient." (Additional events captured in companion reports # 8040412-2017-00200 and 8040412-2017-00201.)

Manufacturer narrative:
(B)(4). The device involved in this complaint has not ben received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "immediately after insertion of the tube, it was noted that the cuff was leaky. The patient needs to be re-intubated 4 times. The 4th tube was inserted and used successfully. There was no harm or injury to the patient." (Additional events captured in companion reports # 8040412-2017-00200 and 8040412-2017-00201.)